Manufacturer narrative:
Citation: caughron h et al. Repeat pulmonary valve replacement: similar intermediate-term outcomes with surgical and transcatheter procedures. Jacc cardiovasc interv. 2018 dec 24; 11 (24): 2495-2503. Doi: 10.1016/j.jcin.2018.07.042. Epub 2018 nov 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the 30-day, 1-year, and 3-year echocardiographic findings and clinical outcomes of transcatheter pulmonary valve-in-valve replacement and repeat surgical pulmonary valve replacement. All data were collected from a single center between january 2007 and august 2017. The study population included 66 patients (predominantly female; mean age 30 years), 20 of which were implanted with a medtronic melody bioprosthetic valve, 9 were implanted with a medtronic contegra valved conduit, 15 were implanted with either a medtronic mosaic bioprosthetic valve or a medtronic hancock bioprosthetic valve, and 9 were implanted with a medtronic freestyle bioprosthetic valve. No serial numbers were provided. Among all patients, one intra-procedural death occurred. Multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to this death. Among all patients, adverse events included: degenerated pulmonary bioprosthesis due to stenosis, regurgitation, combination of both, or paravalvular leakage requiring transcatheter pulmonary valve-in-valve replacement or repeat surgical pulmonary valve replacement, new permanent pacemaker implantation, new onset atrial fibrillation or flutter, major stroke, post-operative infection, repeat surgical intervention/pulmonary valve procedure within 2 weeks, 1-year, and 3-years post implant, deep vein thrombosis, vascular stent placement, conduit thrombus, endarterectomy, major vascular complications and life-threatening/major bleeding, moderate-severe pulmonary regurgitation, moderate right ventricle dysfunction, and reduced left ventricular ejection fraction. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.